Manufacturer narrative:
Conclusion: - device not returned for eval, - no conclusion can be drawn. The complainant has indicated that the device is not available for eval. However, the device history record was reviewed and we have determined that the reported lot had no anomalies relevant to the reported complaint upon it's release. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded for the pertinent lot. A trend review for the hot biopsy forceps product family was conducted and found no adverse trends for the product family. Because this device will not be received by the MFR a failure analysis is not available and we are unable to determine the relationship between this device and the cause for the reported event.

Event description:
Note: event date is unk. The complainant has reported that a pt (age and gender unk) had undergone a caecal polypectomy procedure by way of radial jaw 3 hot biopsy forceps device. It was reported that during the procedure the physician attempted to apply electrocautery to the base of the poly, however, the surrounding mucosa began to cauterize rather than the intended tissue localized at the distal portion of the device. Attempts by bsc were made to obtain info regarding any treatment modality used subsequent to the reported malfunction; however, this info was not provided. It was reported that there was no pt injury or further complications as a result of this event.